Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain/pain: pelvic area") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. B94867) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (g3), parity 2, cholecystectomy and endometrial ablation. No known drug allergy. Concurrent conditions included cervicitis and left lower quadrant pain. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 18 days after insertion of essure. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia and vaginal haemorrhage was resolving and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: right- 4 coils , left- 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded/ bilateral occlusion. Pathology test - on (B)(6) 2014: diagnosis: uterus, bilateral fallopian tubes: - residual proliferative endometrium (uterine weight - 105 grams). - mild chronic cervicitis, uterine cervix. - intact fallopian tubes containing silvery coil devices within both lumens, nos. Gross description: the bilateral fallopian tubes are purple-tan, smooth and fimbriated and remarkable for the presence of a silver metallic coil within each tube.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, abnormal bleeding, abnormal uterine bleeding." Lot number 4050016 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs received- outcome of uterine haemorrhage, menorrhagia, vaginal haemorrhage updated to recovering / resolving incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain/pain: pelvic area") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. B94867, 4050016 (per mr)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (g3), parity 2 and cholecystectomy. No known drug allergy. Concurrent conditions included cervicitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, menorrhagia, vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, abnormal bleeding, abnormal uterine bleeding." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 29 year old patient. Her demographic was updated. Her historical/concurrent condition was added. Lab data was added. Essure reported indication was amended. Essure removal date was updated. Essure lot number was added. Per plaintiff fact sheet following events: abnormal bleeding (menorrhagia/vaginal), depression, anxiety and dyspareunia (painful sexual intercourse) were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain/pain: pelvic area") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. B94867) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (g3), parity 2 and cholecystectomy. No known drug allergy. Concurrent conditions included cervicitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, menorrhagia, vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, abnormal bleeding, abnormal uterine bleeding." Lot number 4050016 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident:l at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.